Event description:
It was reported that the ao60g intraocular lens was implanted, and during positioning, the lens was noted to change position and a tear was noticed in the posterior capsule. The lens was cut in half and removed, and a limited anterior vitrectomy was performed. Another lens was successfully implanted in the sulcus. The pt's current status is described as satisfactory. Please reference MDR# 1119279-2011-00239 for the intraocular lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, an investigation could not be conducted. Based on the current info, the specific root cause of the event cannot be determined.